Event description:
A malfunction was reported on a pump, but no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if the issue reappears, which the customer understood.